Event description:
There was stenosis in the lad, just beyond the origin of the large diagonal. The vessel was double wired because it was so close to the diagonal (lad and diagonal). The voyager was used to predilate and another co's stents was used in the lad lesion. The guide wire was pulled back from the diagonal. No resistance was felt. It was observed that the guide wire had unraveled and was still in the pt. An attempt was made to slide the snare device on to the guide wire to pass the tip of the guide wire. The guide wire unraveled, broke, and retracted further into the vessel. The pt went to ccu. There was an intermittent drop in blood pressure over the next few hours. Reopro was given to the pt early on. The pt did go for surgery that evening for removal of the guide wire and bypass surgery.